Event description:
It was reported that a pump declared an alarm during the loading process. There was no adverse impact to the customer's blood glucose level. The customer attempted to load a new cartridge with the assistance of technical support, but the cartridge alarm recurred, preventing resumption of insulin therapy. As a corrective action, technical support arranged to replace the pump, confirmed the shipping address, and provided instructions for putting the pump into storage mode. The customer will use mdi as backup therapy. The customer was instructed to return the problematic pump within 10 days using a pre-paid label, and they understood and acknowledged these instructions.